Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 280 mg/dl while using the infusion sets. Her normal blood glucose level is 120 mg/dl. She bolused through the infusion device to lower her blood glucose. She stated there was insulin leakage at the infusion site and the headset adhesive was discolored when it was removed. There was a hard "crust" on her skin that was possible dried insulin. This occurred on 3-4 occasions within the first day of use. The pt did not require treatment from a health care professional or second part to address the issue. The alleged product was discarded. No product will be returned for eval.